Event description:
It was reported there were abnormal impedances on electrode 1 and 2. It was noted impedances were less than 50 ohms. Impedance testing, x-rays, and reprogramming was performed. It was also noted that the stimulator would discharge quickly and that the patient needed to charge twice a day. It was noted reprogramming of the stimulator without using electrodes 1 and 2 was done; however, there was a loss of efficacy in the pain area. It was also noted there were shocking sensation at an unknown location. Follow up reported the patient was well with the new modifications. There was no intervention and nothing had been planned.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0204546198, implanted: (B)(6) 2012, product type: lead. (B)(4).